Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of pasteurella multocida as escherichia coli when using phoenix panel nid (catalog number 448007) batch number 3010433. The customer did not return panels or isolates by the time of investigation but provided phoenix generated lab reports for the investigation. The lab reports show a patient sample identified as p. Multocida. To investigate, two retention panels each from complaint batch 3010433 were tested using in house isolate p. Multocida enf 10188, 6785 and 6786 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel each from the same material but different batch were tested using in house isolate p. Multocida enf 10188, 6785 and 6786 on a phoenix m50 machine and evaluated for identification results. All nine panels identified as p. Multocida, therefore, this complaint is not confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on complaint batch 3010433, related to this defect and unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that during use with the bd phoenix¿ nid, pasteurella multocida was misidentified as e. Coli. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: the strain has been misidentified as a escherichia coli when in fact in was an pasteurella multocida (confirmed by phoenix and mass cytometry).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ nid, pasteurella multocida was misidentified as e. Coli. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: the strain has been misidentified as a escherichia coli when in fact in was an pasteurella multocida (confirmed by phoenix and mass cytometry).